Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus),"), pelvic infection ("infection (bladder/ urinary tract/vaginal) type: pelvic-"), genital haemorrhage ("heavy bleeding /abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("heavy bleeding /abnormal bleeding (vaginal, menorrhagia)") in a 43-year-old female patient who had essure (batch no. A22171) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included wrist pain, trauma, lumbar pain and endometritis. No significant masses, calcifications or other abnormalities are seen. No alleviating factors. Secretory endometrium negative for hyperplasia or malignancy. Concurrent conditions included vaginal discharge abnormality, offensive vaginal discharge (vaginal odor), itching, withdrawal bleeding irregular, uterine bleeding, diarrhea, constipation, bloating, menorrhagia, vaginitis, vaginal bleeding, metrorrhagia, dysuria, ovarian cyst (there was a left ovarian cyst measuring 3.7x3.1x3.4 cms), prolonged menses and adenomyosis. Concomitant products included medroxyprogesterone acetate (provera) since august 2015 to 2016. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 5 months 9 days after insertion of essure, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). In august 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant) and menorrhagia (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection-"). In (B)(6) 2016, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes,") and urinary tract disorder ("bladder or urinary problems or changes,"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic infection, genital haemorrhage, pelvic pain, menorrhagia, bladder disorder and urinary tract disorder outcome was unknown and the urinary tract infection had not resolved. The reporter considered bladder disorder, genital haemorrhage, menorrhagia, pelvic infection, pelvic pain, urinary tract disorder, urinary tract infection and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion as had a pregnancy ultrasound, performed by the high risk perinatology department from (B)(6) medical center. The tubal occlusion after essure procedure and conformational hsg. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus),"), genital haemorrhage ("heavy bleeding /abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("heavy bleeding /abnormal bleeding (vaginal, menorrhagia)") and pelvic infection ("infection (bladder/ urinary tract/vaginal) type: pelvic-") in a 43-year-old female patient who had essure (batch no. A22171) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included wrist pain, trauma, lumbar pain and endometritis. No significant masses, calcifications or other abnormalities are seen.no alleviating factors. Secretory endometrium negative for hyperplasia or malignancy. Concurrent conditions included vaginal discharge abnormality, offensive vaginal discharge (vaginal odor), itching, withdrawal bleeding irregular, uterine bleeding, diarrhea, constipation, bloating, menorrhagia, vaginitis, vaginal bleeding, metrorrhagia, dysuria, ovarian cyst (there was a left ovarian cyst measuring 3.7x3.1x3.4 cms), prolonged menses and adenomyosis. Concomitant products included medroxyprogesterone acetate (provera) since (B)(6) 2015 to 2016. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 5 months 9 days after insertion of essure, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant) and menorrhagia (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection-"). In (B)(6) 2016, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes,") and urinary tract disorder ("bladder or urinary problems or changes,"). The patient was treated with hysterectomy with unilateral salpingectomy and essure was removed on (B)(6) -2017. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, menorrhagia, pelvic infection, bladder disorder and urinary tract disorder outcome was unknown and the urinary tract infection had not resolved. The reporter considered bladder disorder, genital haemorrhage, menorrhagia, pelvic infection, pelvic pain, urinary tract disorder, urinary tract infection and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. As had a pregnancy ultrasound, performed by the high risk perinatology department from u-conn medical center. The tubal occlusion after essure procedure and conformational hsg. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet received and mr , new reporter, lab data ,patient relevant information patient demographic information ,essure indication ,lot number, start date and event , abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: pelvic and urinary tract infection- bladder or urinary problems or changes, perforation (uterus) were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.